Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Hold nbii 3/30 customer stated rn squeezed heel warmer to activate, heel warmer exploded and inside material got on nurse, uniform, floor. No injury or adverse event was reported.